Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 419 mg/dl. The customer was treated with a bolus of 10 units. The wife stated that the infusion set his wife wore last night was not connected properly, which might have caused the high readings. The customer was advised to monitor blood glucose.